Event description:
Info received indicates the right head siderail could not be latched in the up position.

Manufacturer narrative:
The tech found the siderail mounting bracket was bent. The tech replaced the mounting bracket to repair the bed.